Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: why does the surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in this study? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a clinical trial ((B)(6)) cystectomy the patient experienced paralytic ileus and insufficiency and anastomisc insufficiency of the ileum-conduit. The paralytic ileus required drug therapy. The insufficency and anastomisc insufficency of the ileum-conduit required a surgical procedure and drug therapy. The patient has recovered from both.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2022. Additional information was obtained: the insufficency and anastomisc insufficency of the ileum-conduit relationship to study device: possibly related. The minimal anastomosis insufficency relationship to study device: possibly related.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Additional information was obtained: adverse event term: paralytic ileus. Relationship to study device: value "possibly related" has been changed to "not related".

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. Additional information was obtained: for event: anastomosis insufficiency relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.